Event description:
Reporter indicated that patient interrogations were not being stored on the 7.1 software flashcard. Flashcard was returned to manufacturer. The patient's interrogations could not be found.

Manufacturer narrative:
Patient interrogations could not be found on the flashcard. Device malfunction is suspected but did not cause or contribute to a death or serious injury.